Event description:
It was reported that, "patient sustained an acetabular fracture with a primary component which was revised on (B) (6) 2009. On (B) (6), the patient's revision acetabular component migrated into a vertical position. The surgeon reamed deeper and up to 57 mm getting excellent purchase with a 58 mm revision shell and placed a screw anterior and inferior in the shell as well as 2 others to adjunct fixation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer (patient property). Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.